Event description:
Pt had valve implanted in 06 and remains implanted. Pt re-admitted two months later for ten days due to bacterium. Pt had fever and never felt well since surgery. Pt treated for endocarditis. Hosp cultured micrococcus species. Hosp can't rule out completely if valve related. They can't determine exact source for the infection.

Manufacturer narrative:
Device not returned.